Manufacturer narrative:
(B)(4). Batch #: u93x4l. Additional information was requested and the following was obtained: did the device activated without depressing the min/max buttons? Yes, it self-activated. For the burn: what is the severity of the burn? (Please see degrees of burns below and choose one) n/a-equipment made a ¿sizzle sound¿ and left burn/brown mark through the scrubs, but did not reach skin level. Pa felt something ¿hot¿. What medical intervention was used to treat the burn?(such as salve or stitches) n/a-pa pulled away when the heat was felt. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the diagnostic laparoscopy procedure, the scrub tech had connected the 36 cm device to the gray cord and put it in the pouch next to the assistant pa. The device was not tested, but it activated and burned through the drape and burned the pa. The case was completed with another generator, gray cord and harmonic device. The was no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 3/23/2022 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing and passed the pre-run test. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.